Manufacturer narrative:
During routine preventive maintenance (pm) testing, an infusion pump failed the 30 psi occlusion test, recording a result of 4 psi, which falls outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed, and the issue was attributed to the device being out of calibration. Recalibration successfully resolved the issue. CAPA- zm2023-23 has been initiated to investigate the failure. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing of an infusion pump the device failed 30 psi occlusion test result at 4psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. There was no patient involvement reported.